Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The central processing unit and software were replaced. The unit was returned to service. Date of device manufacture year is 2000. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had an error that requires a system reboot. There was no report of patient injury.